Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Performance data collected from the device was received and analyzed. The elective replacement indicator (eri) was due to high battery impedance logged on (B)(4) 2011 prior to explant. Ramware version 8 installed (B)(4) 2011.

Event description:
It was reported that the device was at elective replacement indicator (eri) in only two years after implant. A review of data from the device indicated that the eri was due to high battery impedance. The device was explanted and replaced. No patient complications have been reported as a result of this event.